Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 4 months post implant of this 20 mm bioprosthetic valved conduit, the conduit was explanted and replaced with an 18 mm valved conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.